Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer's partner was sleeping in the chair when all of a sudden one side of the chair came loose from the bracket which caused the back to give away. The consumer's partner fell over the side of the chair and had to call the fire department to help her up.

Manufacturer narrative:
The device was returned but was inadvertently scrapped prior to evaluation.

Event description:
Alleges consumer's partner was sleeping in the chair when all of a sudden one side of the chair came loose from the bracket which caused the back to give away. The consumer's partner fell over the side of the chair and had to call the fire department to help her up.